Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they received a letter asking for the serial number of their ins but pt stated they no longer have the ins. Pt mentioned that the ins was removed (B)(6) 2025 because it wasn't working for them "it wasn't helping me and it was causing me discomfort". Pt had reached out to their mdt rep back in (B)(6) and they left the external devices to the hospital. When asked about event date when they noticed that the therapy was not working for them pt mentioned february. When asked about previous managing hcp pt mentioned their hcp retired and they tried to get a doctor examined them but that was during the year of covid and doctors were afraid to examine the pt thinking they might have covid. When agent advised pt that they will be transferred to registration but did not want to. Agent documented information. Sent email to patient registration services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.